Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The customer reported "they did not follow instructions and only took off the white tip and not the entire white guard. Then they lost the white catheter tip and guard inside a patient yesterday during a case". The IFU states "1. Remove catheter tip guard" as step one. Corrective action is not required at this time as the customer reported that the IFU was not followed by removing the complete tip guard. The probable root cause of this complaint was determined to be user error based on the customer description provided. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[the user] did not follow instructions and only took off the white tip and not the entire white guard. Then they lost the white catheter tip and guard inside a patient yesterday during a case. The location never used the arrow [cholangiography] catheter before and there was a new surgeon who said they used it before. However, they forgot to take off the white guard and tip". No further information has been made available.

Event description:
It was reported that "[the user] did not follow instructions and only took off the white tip and not the entire white guard. Then they lost the white catheter tip and guard inside a patient yesterday during a case. The location never used the arrow [cholangiography] catheter before and there was a new surgeon who said they used it before. However, they forgot to take off the white guard and tip". No further information has been made available.

Manufacturer narrative:
Qn# (B)(6).